Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes low sensing thresholds of 2.4mv, oversensing and high capture thresholds of 3.4v.